Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. (B) (4).

Event description:
The customer reports an increased number of requests not appearing on the telephone queue if they fail the panic range. There was no reported patient injury associated with this event.